Manufacturer narrative:
Concomitant product/(s): product ID: 3986a, lot# n254944, implanted: (B)(6) 2011, product type: lead. Product ID: 3587a, lot# n088139, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead. Product ID: 3587a, lot# n069695, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead. Product ID: 37742, serial# (B)(4), implanted:(B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3587a, lot# n088139, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had (B)(6) with her initial implant which was in 2003 and a revision was required.